Manufacturer narrative:
Although requested, patient demographics not provided by customer. No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the tubing separated from the luer that attaches to the stopcock on the side closest to the drip chamber while connected to a patient. There was no harm.